Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4): no anomalies found, but grommet damage noted.

Event description:
It was reported that there was high short interval count, which could indicate oversensing. The device was explanted and replaced, and the right ventricular lead was replaced. Following explant, surface damage on the right ventricular is-1 grommet was observed, and blood was noted inside the atrial connector port. No patient complications have been reported as a result of this event.